Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary finding of instrument conductor wire insulation damaged to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the intern conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip probable root cause of damaged insulation instrument conductor wire bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a compromised insulation cable. There was no report of patient involvement or patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the insulation of the conductor wire was compromised, exposing the internal wire. There is no report of fragments falling into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. Based on the review of the provided image the customer complaint cannot be confirmed as the image has a very bad quality. Root cause of the failure mode cannot be confirmed without the returned device.